Event description:
The customer reported the rui (remote user interface/joystick) was not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the remote user interface/joystick assembly. System operates as intended.